Event description:
It was reported that a stent damage occurred. A 1.25mm rotalink plus was selected for percutaneous coronary intervention. During the procedure, it was noted that the rotablator damaged an unspecified stent. The patient was sent for an emergent coronary artery bypass grafting procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR.: the device was returned for evaluation. Device analysis noted during visual examination that the handshake connector of the catheter was broken from the device. The coil was attached to the connector however the proximal coil could not be inspected as the burr could not be pushed back into the sheath from the distal end. The catheter could not be connected to a sample advancer as the handshake connector was not attached to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that a stent damage occurred. A 1.25mm rotalink plus was selected for percutaneous coronary intervention. During the procedure, it was noted that the rotablator damaged an unspecified stent. The patient was sent for an emergent coronary artery bypass grafting procedure.